Event description:
It was reported that the patient experienced a recurring seroma at the device site. No issues with the patient's pump or catheter were reported. A dye study was conducted to check for any device leakage, but no leaks were reported. The health care provider suspected a possible infection at the pump site. The medication being delivered via the device system was dilaudid.

Manufacturer narrative:
(B)(4): the pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.